Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl at the time of incident. Customer also stated that the cannula was bent and declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump but might have been kicked out due to the high sensor glucose readings.